Event description:
It was reported that during tka, when painting the femur, only the green dots appeared and no bone morph. Tried collecting more points but it did not resolve the issue. System was rebooted.

Manufacturer narrative:
H10: the device was being used during treatment when only the green dots and no bone morph appeared while painting the femur. The visual evaluation of the log files showed that there was over 1000 outlier points collected outside of the acceptable threshold for collection. The DHR was reviewed for software version (rc- 5205) and it has been validated. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The navio surgical system surgical technique for total knee arthroplasty contains instructions for collecting points in free collection. The relationship of the device and the reported event has been established. The initial points take during free collection were not actually on the bone, which was likely because the foot pedal was pressed earlier than the surgeon was actually collecting points. This issue is normally resolved by removed one point from the collection so that the system will recalculate the bone position from all of the collected points. This was performed by the surgeon but "reset position" was not selected on the plant implant screen resulting in poorly placed implant. Therefore, the root cause of the reported event was due to user error.